Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges injuries and subsequent surgery, multiple doctor visits, and subsequent hospitalization; however, no details have been provided. Should additional information be provided a supplemental emdr will be submitted. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Not returned.

Event description:
It is alleged by the patient's attorney that on or about (B)(6) 2014, the patient had the mesh implanted during a ventral hernia repair surgery. As alleged, a bard/davol marlex mesh was used for this surgery. It is also alleged by the patient's attorney that on or about (B)(6) 2015, patient underwent revision surgery due to the defective qualities of the mesh. As reported, due to the marlex mesh implant, between (B)(6) 2014 and the present, patient suffered from recurrent hernia requiring multiple doctor's visits and subsequent hospitalization where surgery was required to repair the recurrent hernia due to the failure of the marlex mesh. As alleged, patient has and will continue to suffer from serious adverse health consequences due to the complications of the initial mesh implantation. As alleged, patient suffered and will continue to suffer severe and permanent personal injuries including but not limited to pain, suffering, disability, impairment. As reported, the mesh implanted in patient failed to function as intended and as represented by defendants because it did not relieve the symptoms or otherwise alleviate the medical problems that it was intended to cure. Instead, the mesh caused patient to suffer serious personal injuries requiring the need for additional future medical treatment and surgery(ies). The mesh was defective.